Event description:
Revision total knee replacement for mechanical problem right total knee.

Manufacturer narrative:
An event regarding revision for an unspecified reason (mechanical problem) involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review was satisfactory. Complaint history review: chr review determined that there were no other similar events reported for the lot. Conclusions: the specific reason for the revision surgery was not reported and insufficient medical records were provided. The exact cause of the event could not be determined due to the lack of information. Further information such as returned products, x-rays, operative reports, clinical history and device evaluation are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision total knee replacement for mechanical problem right total knee.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon p/a cr beaded #6l; cat# 5517-f-601; lot# edetb, tritanium bplate triathlon s5; cat# 5536-b-500; lot# ee4xs, triathlon mb patella pa a35; cat# 5554-l-350; lot# ednnt1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.:not returned to the manufacturer.